Event description:
One pt sample with discrepant hcg results. Initial result 0.100 miu/ml, repeated twice giving 14.25 and 13.56 miu/ml. No adverse events reported in association with the incorrect results. If additional info is received, appropriate notification will be provided.